Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she was in the hospital due to diabetic ketoacidosis. The customer was advised to remain on the pump and change the basal rate to temporary rate of 0. The customer declined to troubleshoot for high readings.